Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection that was positive for pseudomonas. An incision and drainage of the driveline exit site was performed and the patient was treated with intravenous vancomycin and ceftriaxone. The patient's antibiotics were later changed to zosyn, and then to ceftazidime. The patient was moved up to transplant status 1a for the driveline infection and received a transplant on (B)(6) 2013.

Manufacturer narrative:
Approximate age of device: 8 months.the manufacturer was unable to conduct an investigation of the device because it was disposed of and not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use list driveline infection as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event. Placeholder.